Event description:
It was reported that the customer's insulin pump had an off no power anomaly. The insulin pump did not turn on even after a battery change. The customer's blood glucose levels are unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)